Event description:
It was reported that patient had a revision due to metallosis.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
It was confirmed that this even is a duplicate of MFR report #: 2249697-2014-02489. Investigation results will be submitted under this report number.

Event description:
It was reported that patient had a revision due to metallosis.